Manufacturer narrative:
Additional information was received on (B)(6) 2020. The patient¿s gender is male. Physician commented that the cause of this adverse event was unknown. The event occurred post use of biosense webster products. The patient ¿s condition has improved. There was no report of steam pop. Therefore, a 3. Sex was populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed a manufacturing record evaluation was performed for the finished device 30384769m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The physician commented that the procedure was af. Pulmonary vein isolation (pvi) was performed as usual, and the left and right sides were isolated in 1 round. Isoproterenol (isp) was given and induction did not recur so the case was terminated. After the case, although a small amount of pericardial effusion was observed when effusion was confirmed by echocardiography, blood pressure did not decrease. Since the amount of pericardial effusion increased in the ward, drainage was performed. The pericardial fluid was reddish black in color, thus it was judged to be bleeding from the right atrium. The causal relationship with the operation of the product was unclear because there was no clear causal relationship. It was reported that the patient recovered after drainage. There is no information about the hospitalization. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.